Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 35-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump experienced persistent suction during patient support. Volume was given and the pump was manipulated to be in a shallow position in an attempt to avoid suction and ectopy. As a result of the shallow positioning, the pump came back across the valve when the patient was moved. The patient remained hemodynamically stable despite the lack of support and the decision was made to explant the pump.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.